Event description:
It was reported that the embolectomy balloon was inserted into the patient's right arm over-the-wire. When pulling back on the catheter, the catheter material separated from the stopcock hub. As a result, another kit was opened and used. There were no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation.